Manufacturer narrative:
1020379-2017-00012 is associated with (B)(4), corega tabs. Corega tabs is marketed as polident in the us.

Event description:
Accidental ingestion of medical device [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs) for denture wearer. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria (B)(4) medically significant). On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by (B)(4) without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was reported by the patient´s son. It was reported that his mother had mistakenly ingested corega tabs.